Event description:
In this event it is reported that a propex ii eur was giving incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Additional information received: no injury occurred. This is a follow up report for this additional information. Investigation results: received = 1x propex ii measuring wire (B)(4) 1x propex ii unit sn: (B)(6) propex ii measuring wire sav various cable problem the cable is damaged. Propex ii kit pcb tft chassis sav other defect. Replaced 1x p2 unit (B)(6) 1x p2 measuring wire (B)(4) this is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580 health effect - impact code - 4648 the correct codes for this complaint are: health effect - clinical code - 4582 health effect - impact code - 2199 this is a follow up report for this corrected codes.